Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the embolization could not be determined based on the information available. The physician believes that after ivl was performed, the plaque went downstream. There was no reported malfunction of the m5+ ivl catheter. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was successfully used to treat a lesion in the iliac arteries. After the procedure and upon further angiography imaging, the physician noticed embolization in the common femoral artery (cfa). The physician believes that after ivl was performed, the plaque went downstream. An open procedure (cut down) was then performed to remove the plaque. The procedure was completed successfully, and the patient is currently doing well. There was no device malfunction reported for the m5+ ivl catheter.